Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead revealed medical adhesive contamination on the helix. This is a workmanship anomaly.(B)(6); failure (event) observed during analysis.